Event description:
The customer's parent answered an outreach call and reported the customer had received no delivery alarms on the insulin pump during bolus. It was stated the customer did not change the set to resolve the issue as he had already done so earlier in the week. Customer's blood glucose was not known. Troubleshooting could not be performed as the customer was not available and the issue was a past event. It was advised that the customer call when the alarm occurs for troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.